Event description:
Based on a review of medical records provided by the pt's attorney: ni/ni/ni - kugel hernia patch implanted. On (B)(6) 2003 - repair of recurrent right inguinal hernia adjacent to previously placed mesh with a perfix plug, diagnostic laparoscopy with lysis of peritoneal adhesions, repair of recurrent incisional ventral hernia 1 inch below umbilicus with sutures, preperitoneal kugel mesh repair of left femoral and left inguinal hernia. On (B)(6) 2004 - exploratory laparotomy, repair of spigelian hernia with two composix kugel meshes, which were sutured together. The previously implanted meshes on the left and right were noted to be well placed. On (B)(6) 2007 - exploratory laparotomy, adhesionlysis, removal of kugel hernia patch implanted prior to (B)(6) 2003 procedure and two composix kugel meshes implanted on (B)(6) 2004. Operative report notes there were "additional wads of composite mesh overlying both external iliac vessels and just deep to the groin on both sides, referring to the meshes implanted on (B)(6) 2003. Those meshes were left in place.

Manufacturer narrative:
The pt's attorney initially reported two composix kugel meshes were implanted, which was filed with the FDA when davol was originally made aware of the complaint. However, medical records were later received that identified additional meshes. Based on the medical records provided, the pt had a kugel patch implanted to repair a right inguinal hernia. The pt later underwent implant of a kugel hernia patch to repair a left inguinal and left femoral hernia, and a perfix plug to repair a right inguinal hernia on (B)(6) 2003. The pt had two composix kugel meshes implanted after this procedure. During the implant procedures for the composix kugel meshes, the meshes implanted on (B)(6) 2003 were identified and left in place. On (B)(6) 2007, the composix kugel meshes and the kugel patch implanted prior to (B)(6) 2003 were explanted. The surgeon noted that the "mesh which was placed preperitoneally was mainly responsible for the pt's preoperative symptoms." However, no specific device failures were indicated. No lot number has been provided, therefore no manufacturing review could not be performed. Additionally, no sample has been returned for eval. Based on the info provided, we are unable to determine whether a device failure has occurred. If additional info is received, a followup MDR will be submitted. Refer to MDR 1213643-2012-00110 and 1213643-2012-00109 for info regarding the kugel hernia patch and perfix plug implanted on (B)(6) 2003. Refer to mdrs 1213643-2012-00112 and 1213643-2012-00113 for info regarding the composix kugel meshes implanted on (B)(6) 2004.